Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced shortness of breath, and undersensing and non-capture was noted on the right atrial (ra) lead. The lead will be reprogrammed.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019; 638rl30, heart ring, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. The lead remains in use. No patient complications have been reported as a result of this event.